Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that a black grease-like material attached to the distal end of the cleaning brush (bw-20t) when the user cleaned using the cleaning brush. The subject device had been reprocessed (high level disinfection (hld)) with an olympus automated endoscope reprocessor model oer-3/4 (not available in the USA) after primary cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device and the black material attached to the cleaning brush were returned to olympus medical systems corp. (Omsc) for investigation. Visual inspection of the device confirmed that there was no abnormality in the instrument channel which could cause the black material attached. Based on the composition analysis of the black material, it included silicon, iron, chromium, and nickel. The silicon component was a gel-like liquid that was not used in the endoscope. Omsc determined that the iron, chromium, and nickel components were the stainless steel. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc determined that the reported phenomenon could have been attributed to the foreign material that had entered from the outside of the subject device due to the insufficient cleaning and rinsing, and metal wear powder of the subject device due to the deterioration by repeatedly long-term use because fifteen years had passed from the subject device had been manufactured. Olympus stated the appropriate handling of gif-h260 and the counter measures against abnormalities in the instruction manual of gif-h260.